Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9236-03pp, batch 1027261630 trial was received for investigation. It was identified that approximately 15.32mm of the central post had snapped off of the body of the trial. Surface damage was present along the edges of the trial. The observed condition of the device is most likely the result of damage incurred during the removal process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the center peg broke off during an eclipse total shoulder case. The peg was removed using a grasper and the case was completed without further issue.